Event description:
The end user reportedly failed to yield the right of way to a motor vehicle while crossing a roadway in the power wheelchair. The end user was cited by law enforcement for a pedestrian violation.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was issued a citation by law enforcement for a pedestrian violation.